Event description:
It was reported that an alarm 2 had occurred, and the customer experienced multiple previous occlusion events. There was no adverse impact to the customer's blood glucose level. To resolve the occlusion issues, the customer changed the infusion set and cartridge and resumed insulin therapy. The customer experienced frequent and recurring occlusion issues, so technical support planned to follow up for additional assistance.